Event description:
The device was lodged so it could not be pulled out. The tube part had disconnected from the bulb. The device was removed by the gi doctor using an endoscope. There was some bleeding at the time device pulled out and after the procedure, but it has all resolved, and no further intervention was required.

Manufacturer narrative:
Results: visual examination indicated a tear in the transsphincteric zone tube material. Cause of tear unknown.